Event description:
It was reported that there were high and low right ventricular (rv) threshold readings observed, and reduced longevity due to higher than necessary outputs. It was further reported that rv capture management was not correctly determining the thresholds due to a mismatch in how the device interprets polarity readings. The clinic reported that reprogramming was done to turn off the device's auto capture function. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.